Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. It was found the device had declared elective replacement indicator (eri) approximately 6 months after showing 40% battery remaining at the patient's previous follow-up. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.